Event description:
On (B)(6) 2009 the patient reported he received an e4 (occlusion) error on his insulin infusion device this afternoon while delivering his lunchtime bolus. He stated he pressed the check key twice to clear the error and put his device into run. He said he disconnected his infusion set tubing at the luer lock and blew "some bubbles" out. To troubleshoot, the patient was instructed to disconnect from his headset and run a prime which he did without error. On follow up with the patient on (B)(6) 2009, he stated that when he changed his headset he discovered the cannula was bent. He said he had no further issues. He discarded the headset. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.